Event description:
It was reported that pt's mother stated that the pt has had difficulty understanding speech with the left ear and she is still not independently using the left ear. The pt is bilaterally implanted. During a speech therapy session in 2007, the pt reported hearing a buzzing sound "like a bee" and basic speech perception testing showed a dramatic decline since three months earlier (mastery of 100% declined to 25-50% with numerous requests for repetition). Audiology session on three days after the original date, showed 16% decrease in speech understanding for the biaural conditioned compared to right ear alone. Pt refuses to wear left ear external device. Pt was ill over the weekend and mother reported that the pt had similar symptoms last year (2006) before the cholesteatoma was discovered in the or. Pt saw her otologist the following day (2007) the following was reported: the pt's otologist said pt has a "viral infection" or "bug" that is causing the pt to feel lethargic and nauseated. Family would like to re-implant.

Manufacturer narrative:
The device has not been explanted and has not shown obvious signs of failure or malfunction. If it should be explanted anyway, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.